Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient felt multiple shocks. Low impedance was observed. A possible output circuit damage message was observed.